Manufacturer narrative:
The investigation into the aic -shutdown or restart issue has been completed. The automated impella controller (aic) was returned for investigation. Console logs from the reported day of event are consistent with complaint and show multiple resets of the system in response to calculator process crashes (as per design, aic software will perform soft-reset, and - if not effective - then restart the console when a software process is found unresponsive). After impella 5.5 pump 376627 was first plugged in, initialized, and started around 10:23am on (B)(6) 2022, it's been unexpectedly unplugged (while running) around 10:29am, despite valid placement signal and motor current. When pump was re-connected after 10 seconds, it was recognized but there was an issue while reading flow characteristic curves segment of pump eeprom. Few seconds later, communication channel between scu (system control unit process) and calculator process started failing, followed by a crash of said process. In response, aic sw watchdog triggered partial reset, and soon after a restart of the console, which was perceived by the operators as "aic lost power". After the restart, the pump (that was still connected to aic) was detected and recognized but eeprom reading issues (calibration data segment) caused "impella defective" alarm (#3), which presumably prompted the operators to unplug the pump again for 3 seconds. After pump was reconnected, eeprom reading issues reoccurred (flow characteristic curves segment of pump eeprom), but pump was able to be started. Couple seconds later, the calculator process crashed again, resulting in another soft-reset, followed by aic restart. When console restarted for the second time, although the pump was still connected, it had not been recognized as "previously running" (initialized). The pump had been unplugged and console shut down. There were no reports of any issues using pump 376627 on the backup console ic8353. After console ic2165 was received in (B)(6) and subject to testing, the issue was not reproduced. There were no observed eeprom reading issues, or calculator process (or any other processes) crashes. Issues during eeprom reading and calculator process crashes could have been related, but the exact root cause couldn't not be determined. There's a number of possible failure mechanisms and components responsible for the malfunctions: software corruption (leading to crc errors) due to either cf cards corruption or 4-in-1 defect, hardware malfunction (undetermined 4-in-1 issue causing calculator process crashes), or epm circuitry malfunction on impellatronic. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient with cardiomyopathy was on an automated impella controller (aic) for mechanical circulatory support. The complainant reported an aic turning off on its own. No harm to patient was reported.